Event description:
The facility's risk management representative reported an infusion pump that had overinfused during patient use. The pump infused from a bag containing 125cc of cardizem with 125cc of diluent. The pump was programmed at a rate of 300cc/hr with 1cc to be infused. The representative stated that a dose of 5ml was ordered but within 1 hour the bag had been emptied. The representative stated that no patient injury was reported with this pump.